Manufacturer narrative:
Supplemental report 01 (B)(4). MDR 8021545-2025-02197. Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. This emdr is being submitted for unknown number of quantites. It was reported that patient's infusion set tubing came apart on (B)(6) 2025. The site of detachment was tubing connector. The infusion set was in use for 3 days. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2. E1: patient city: (B)(6). Patient country: united states.